Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by a user facility representative in india. The ventilator is showing vent inop alarm, motor fault, low pip, low ve continuously in red color. Not delivering breaths. No patient involvement.

Manufacturer narrative:
(B)(4). The foreign user facility determined that the most likely cause of the reported event was a malfunctioning turbine assembly. The foreign user facility was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign user facility for the return of the alleged faulty turbine assembly for evaluation. As of the january 29, 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch will be submitted.